Event description:
Patient called rn to room informing rn that her urinary catheter came out. Rn noted the balloon on the urinary catheter was deflated. Rn checked balloon by filling it with 10cc normal saline, no leaks were noted.